Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose ran high. The blood glucose was 400 mg/dl - 500 mg/dl for the past four days. The customer treated with the insulin pump and with manual injections. The caller declined to troubleshoot for the issue. She also reported that the insulin pump was squirting out insulin during the manual prime, and that the keypad was not fully responsive. The caller was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.